Event description:
During a care the surgeon reported that there was reversed activation on the pulsar I generator, specifically when the cut button is pressed, the generator shows coag mode is activated and when the coag is pressed, the generator shows cut mode is activated. No patient impact, patient information unavailable.

Manufacturer narrative:
Product analysis # (B)(4). Evaluation process: unit received in standard shipping container. Unit received in poor condition with case staining, rear nylon screw in base of unit is broken, and minor surface imperfections. No power cord, user manual, nor handpieces were received with unit. Internal visual inspection found nothing moving or broken in unit. The error log revealed that the unit was powered up on at least 145 unique days while in the field (log indicates that the ucb clock battery died on or after 08mar2014.) Error log contains 56 e1s (both handpiece buttons pushed simultaneously,) 36 e2s (both foot pedal buttons pushed simultaneously,) 13 e3s (patient return electrode has poor connection,) 9 e5s (monopolar handpiece has reached end of life,) 12 e9s (monopolar output activated without patient return electrode connected,) 144 e11s (patient return electrode disconnected,) 1 f2 (self-test fault,) 3 f5s (rf module monitor has detected rf module failure at boot,) 2 f6s (rf module communication with the controller processor has failed,) and 1 f8 (power supply voltage is too low.) All error log entries, except f5, f6 <(><<)>(><(>&<)><(><<)>)> f8 faults, are considered ¿normal use¿ errors and are not indicative of a problem with the unit. An f5 fault will o ccur when the dc power supply boots into an uncertain state. By design, the system must be power-cycled before it can deliver rf energy. An f6 fault will occur when he communication between tow internal pcbs (the universal controller board and the rf controller bo ard) becomes garbled. By design, energy is shut off and the system must be power-cycled before it can again deliver rf energy. The low frequency of occurrence of these faults suggests that they are not major issues with this unit. The unit will be monitored for future occurrences of these faults. F8 faults can occur if the voltage at the ¿vdda¿ input of the dsp (3.30vdc) is significantly larger than the voltage at the ¿vdd¿ input of the dsp. The voltage for the ¿vdd¿ input is generated relatively far away, at the low voltage power supply (lvps), and experiences a voltage drop by the time it reaches the dsp. A difference between vdd and vdda can cause an oscillation to the ¿vdda¿ voltage, which leads to incorrect analog voltage readings and, hence, false f8 faults. Adjusting the lvps to increase vdd (from 3.19v upon arrival to 3.29v after adjustment of vps from 3.21v to 3.31v) should eliminate future spurious f8 faults. Root cause: the reported condition could not be replicated by the service department: the keying of cut/coag by either handpiece or foot pedal activation correctly yielded the desired activation of cut or coag energy. Case staining is caused by the use of aggressive cleaning agents in the field. The broken screw in the result of rough handling in the field. Real-time clock battery died due to age. The single f8 fault (from 28fab2014) was likely due to the difference in digital and analog 3.3 voltages at the dsp on the dc power supply pcba. (B)(4).

Event description:
During a care the surgeon reported that there was reversed activation on the pulsar I generator, specifically when the cut button is pressed, the generator shows coag mode is activated and when the coag is pressed, the generator shows cut mode is activated. No patient impact, patient information unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Method/results/conclusion: product returned and analysis results pending.